Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the luer lock connection became undone. The customer's blood glucose (bg) level was in the 400's mg/dl range due to not noticing that the luer lock was disconnected. The luer lock was reconnected and the customer delivered a correction bolus to address their bg level.